Event description:
Same pt as MFR report #3005099803-2009-00116. It was reported in a retrospective and prospective chart review and analysis of endoscopic treatment by biliary stents that following a biliary stenting treatment procedure, stent impaction occurred. The target stricture was an area of malignancy across the ampulla. An rx ws permalume 10 x 40 stent was implanted to treat the target stricture. At 28 months later, it was discovered that the stent was impacted against the duodenal wall. The stent was removed with a snare. An rx ws permalume 10 x 80 stent was placed. At 15 months later, it was discovered that the previously implanted rx ws permalume had migrated "significantly". The stent was removed. There were no additional pt complications reported.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.